Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, high calcium and infection on (B)(6) 2018. The customer blood glucose level was very high. The customer declined troubleshoot for high blood glucose level. The customer was treated with insulin drip during hospitalization. The customer stated that they had urinary tract infection also. Customer reports they contacted their health care professional regarding the high blood glucose. Customer declined to perform a carelink upload. The device will not be returned for analysis.